Manufacturer narrative:
Investigation in process.

Event description:
It was reported that one of the implant's hole was broken when a screw was being set. . Additional information received on 3/29/2016 indicates that the screw used was a trilogy and no torque limiter was used in the procedure.

Manufacturer narrative:
Based on the investigation results, it is not suspected that the tm acetabular augment failed to meet specifications. Per the sales representative, e-mail the low profile trilogy screw was used for the tm augment fixation. The torque limiter was not used. The fractured augment was not available for the examination and investigation. The trilogy screw is not approved for use with the tm augments.

Event description:
It was reported that one of the implant's hole was broken when a screw was being set. Additional information received on 3/29/2016 indicates that the screw used was a trilogy and no torque limiter was used in the procedure.